Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi medical products: carto 3 (catalog # unknown, serial # unknown) concomitant non-bwi medical products: st. Jude medical brk transseptal needle; st. Jude medical sr2 sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an accessory pathway ablation procedure for wolff-parkinson-white (wpw)/supraventricular tachycardia (svt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 40 ml. Patient remained stable throughout. Patient required extended hospitalization for monitoring. Patient outcome is improved and in good condition. Factors cited that may have contributed to the adverse event include the patient¿s anatomy (unspecified). Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical sr2 sheath. Generator was set on power control mode at 30 watts. There is no information regarding generator parameters, generator settings, or overall ablation time at the site of injury. Power was not titrated. Last ablation cycle time was 20 seconds. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. In regards to the thermocool® smart touch¿ bi-directional navigation catheter there is no information regarding spi value. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.